Manufacturer narrative:
There was no button error alarm. Intermittent button response was due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip were noted. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 452mg/dl. The customer states they treated with manual injection. The customer states the act button was unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.